Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had passed away due to hemorrhagic stroke. It was thought to be due to hypertension. The patient's international normalized ratio (inr) was 4.0 when admitted to the hospital on (B)(6) 2021. Inr 2 days prior was 3.1 by home meter. The patient was presented with dizziness, headache, and nausea. At home, the patient's mean arterial pressure average was 95. Warfarin was being decreased to inr>3<3.5. A CT scan was administered. Care was withdrawn. The device was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported hemorrhagic stroke, hypertension, and patient conditions and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported that the patient presented with dizziness, headache, and nausea. They had a hemorrhagic cerebrovascular accident (cva) thought to be due to hypertension and expired on (B)(6) 2021. At home, the patient¿s average mean arterial pressure was 95. On admission their international normalized ratio (inr) was 4.0 and 2 days prior it was 3.1. There was no change in patient condition that may have contributed, and a computed tomography (CT) scan was taken. The death was not device related, and the device operated as expected. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 22aug2019. The current heartmate 3 (hm3) lvas instructions for use (IFU) lists bleeding, stroke, and hypertension as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.